Event description:
The device was used during a laparoscopic nissen fundoplication. Prior to using the device on the pt, the obturator was inserted into the trocar sleeve just before intended use, the surgeon assistant removed the obturator and noticed fthe seal was not intact. The seal was not inspected prior to initial obturator insertion, and it is not clear if the seal was torn or improperly formed. Another device was opened for the case. There was no consequence to the pt.